Event description:
It was reported that the customer experienced a low blood glucose value of 49 mg/dl. Cause was unknown. Customer addressed low bg by consuming carbohydrates and grape juice. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.